Manufacturer narrative:
The report that levophed leaked from a hole below the pump segment causing hypotension was confirmed. During visual inspection of the suspect set underneath a microscope it was observed that there was a v shaped tear in the set¿s tubing p/n 660132 approximately 14 inches above the set¿s distal male luer. Clear liquid was observed inside 1/2 of the suspect set¿s drip chamber and entire length of the set¿s tubing. Functional testing showed a leak from the location of the tear. Pressure testing also confirmed the leak. The root cause of the tear was not determined.

Event description:
The customer reported levophed leaked from a hole below the pump segment, and the patient became hypotensive as a result. The patient was given norepinephrine 16mg/250ml ns and the tubing was changed. The product was received with a label stating positive corona virus.